Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause of the reported single leaflet device attachment (slda) could not be determined. The reported recurrent mitral regurgitation was a cascading effect of the slda. Mitral regurgitation (mr) is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. The final mr was reduced to grade 1. There were no adverse patient effects or clinically significant delays reported. On an estimated date, (B)(6) 2026, the patient returned for a transthoracic echocardiogram (tte), it was identified that mitraclip appears to have had a single leaflet detachment (slda) from the anterior leaflet. The mr returned to 4+. On (B)(6) 2026, the patient returned with grade 4+ degenerative mr for a secondary mitraclip procedure. During the procedure, a mitraclip was successfully implanted to stabilize the slda clip and the procedure was discontinued. The final mr was grade 1. There were no adverse patient sequela or clinically significant delays reported.